Event description:
Reporter alleged blood glucose measured 141 mg/dl at 7:06 pm compared to a result of 513 mg/dl performed at 7:11 pm. Customer stated recently receiving higher readings however had no symptoms at the time. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.